Event description:
The caller reported that a pt was intubated with an unspecified model, size 7.5 endotracheal tube on (B)(6) 2011. On (B)(6) 2011, the ventilator high pressure alarm went off and the anesthesiologist said the endotracheal tube was "clotted off" and water was seen in the pilot balloon. The pt became asystole. "Meds" and CPR were used and pt was reintubated. The pt recovered. The caller stated they did not have any other additional info. Subsequent to the reporter's initial call, a copy of the customer's uf report was received which contained the same info.

Manufacturer narrative:
The lot number of the sample is unk; therefore, the date of MFR cannot be determined. The model is unk; therefore, the 510(k) cannot be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.